Event description:
Discordant, falsely elevated hemoglobin a1c (hb1c) results were obtained on multiple patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s) who questioned them. The samples were repeated on the same instrument. The corrected hb1c results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hb1c patient results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and replaced the reagent 2 and reagent 3 transducer, heat torch and lamp. The cse checked alignments and cleaned windows. The cause of the discordant hb1c results is unknown. The cse successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.